Event description:
It was reported that during a ptca procedure, removal difficulties were encountered. The pt had a lesion with a severely calcified distal end located in the rca. Previous unknown stents were placed at an unknown time. The 2.0x12 maverick2 balloon would not advance through the distal end of the previously placed stents. Upon removal, the balloon got caught in something which shredded the balloon to the point of almost coming completely off the delivery system. No pt injuries or complications were reported.